Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) visited onsite and found two blown fuses. Upon troubleshooting fse determined that the geo pc power supply was blown. After reviewing log file, fse found that the cause is a network connection issue, mains power issue and malfunctioning sib. The cause of the geo ippc failure could be determined by the supplier's part analysis and the failed component was psu (power supply unit). To resolve the issue, fse replaced the geo pc and the pcu (power supply unit). After replacement the geo pc and the pcu, the system is returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not boot up, it was stuck at 00:00. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.